Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from the (B)(6) female patient, receiving intrathecal morphine (dose and concentration asked; unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and chronic lower back pain. The concomitant medications and patient history were not reported. The patient reported a low reservoir alarm several years ago (5-6 years ago.) The managing health care provider (hcp) had left and the patient had to find another hcp. The patient did find an hcp and got her pump filled. It was noted that other medication was also put in the pump. No symptoms were reported. The event date, serial number, troubleshooting, and cause remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.